Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation along the edges of the garment. Patient described the irritation as red skin, small bumps and no broken skin. There was no alleged device malfunction contributing to the irritation. Patient reported seeing a doctor who recommended hydrocortisone if irritation progressed or some baby powder. Pt reported he has been using powder in between leads. Follow up indicated that the powder is helping with the skin irritation.